Event description:
It was reported that there was suspected thrombus in the rotor. The patient's numbers are usually flow 4.5, pi 7, and power 4.5. Now flow was up to 8-9, pi was down to 5, and speed was steady. Blood pressure was steady around 100/55. Auscultated with amplified stethoscope and noted rhythmic change in rotor sound. Thrombus was not confirmed and the event was described as being resolved on it's own. The patient also experienced elevated ldh.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.